Manufacturer narrative:
Currently the UDI number is being obtained. This report will be updated when the information becomes available.

Event description:
It was reported that during a follow up appointment this pacemaker was found to be operating in safety mode. The switch is suspected to have occurred when the telemetry wand was placed on the patient, as the most recent electrocardiogram showed the device operating with its original settings. It was noted that the patient was referred to another clinic to have a replacement procedure; however, a specific date was not scheduled. This pacemaker remains in service. No adverse patient effects were reported.